Manufacturer narrative:
The customer complaint of a "system error, out of service, revert to manual CPR" message was confirmed during functional testing of the returned autopulse platform ((B)(4)) and in the archive data. The root cause of the issue was due to a faulty processor board. The autopulse platform is a reusable device and was manufactured in august 2006 and has exceeded its expected service life of 5 years. This type of issue is characteristic of normal wear and tear for the life of the device. There were no physical damage observed on the autopulse platform during visual inspection. Initial functional testing could not be completed, since the reported issue occurred upon powering on the platform. Review of the retrieved archive data revealed that a system error had occurred, not on the reported event date of (B)(6) 2017, but rather on (B)(6) 2017. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial (B)(4).

Event description:
As reported, the autopulse platform ((B)(4)) displayed "system error, out of service, revert to manual CPR" during shift check. There was no patient involvement.